Event description:
It was reported that the patient had a promus stent implanted in the proximal left anterior descending artery (lad) on (B)(6) 2010. On (B)(6) 2013, the patient underwent an outpatient catheterization, during which, severe in-stent restenosis was noted in the proximal lad. The patient was given intravenous heparin and nitrate. On (B)(6) 2013, the patient experienced angina at rest and was admitted to the hospital. On (B)(6) 2013, the patient underwent successful coronary artery bypass grafting (CABG) with the left internal mammary artery to the lad. The patient was discharged from hospitalization on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system electronic instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.